Event description:
It was reported that the customer had a lost sensor alarm on the insulin pump. The customer blood glucose level was 55 mg/dl. The troubleshooting was performed. The customer was advised that the sensor alarm was caused by orientation. The customer was advised re-orienting or relocating the transmitter or receiving device or both. The customer was advised to call back if issue recurs. The customer also reports the low blood glucose on the insulin pump. The customer was not admitted for medical treatment. The patient was treated with food. The customer also reports high blood glucose but not hospitalized. The customer blood glucose level was 400 mg/dl. The customer do not feel okay to troubleshoot. The customer was advised to change entire set, reservoir and insulin and treat per health care provider instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.